Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, a taper junction fracture occurred on a proximal body cone. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4).